Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that "this navigation system isn¿t pulling from picture archiving and communication system (pacs) at all the day of event and the day after. A test showed all green and the other navigation system was able to pull from pacs at similar timeframe. The same cord was used so, it was not a bad cord. The system just froze again. On screen where they pull from network, they couldn¿t delete "mrn" to put in another. The search button was grayed out. The system was shut down. The day after the event, the system was frozen on the login screen. The site did a hard shut down to reboot and it said ¿no video detected". The site was connected via wired connection. During troubleshooting, the manufacturer representative (rep) was able to confirm the system was unresponsive to touch when trying to pull from pacs. After a hard reboot, the system came up with no video detected message. The rep rebooted three times, reseated wall power twice, before the system booted to the regular log in screen. The site tested the wall outlets and found no issue. The rep then went to load patient via universal serial bus (usb) and found the system unresponsive to touch and mouse. There was no apparent physical damage to the screen, no moisture on the screen. The rep connected the keyboard and was not able to open the terminal window. Technical services (ts) was able to replicate the greyed out search button if no network pull location was selected. Based on the picture sent by the rep, ts believe the greyed out search was due to this. The rep checked digital imaging and communications in medicine (dicom) transfer screen, had green wired ip, green local config, yellow ping, and red pacs port when testing connection. The rep was able to pull from pacs. There are only two patients on the system. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: multiple fdd/annex a codes were reported. A13 was coded for system isn¿t pulling from picture archiving and communication system (pacs). A110201 was coded for system just froze again, unresponsive to touch. A23 was coded for couldn¿t delete "mrn", search button was grayed out, not able to open the terminal window. A0902 was coded for ¿no video detected". A1102 was coded for no video detected message. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information was added to d10 and codes. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786 computer, serial lot/sw version: - product ID: 9736411 solid state drive (ssd), serial lot/sw version: - product ID: 9735787 uninterruptable power supply, serial lot/sw version: - img code g0200701 applies to the computer, g0200702 applies to the ssd, and g02027 applies to the ups. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was added to section e. H3, h6: the system was serviced in the field by a medtronic representative. The uninterruptable power supply was replaced. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the complaint was confirmed. The central processing unit (cpu) and solid-state drive (ssd) were replaced. Additionally picture archiving and communication systems (pacs) connectivity was configured to resolve the reported event. Previously reported codes, b01 and d02 are applicable as well as newly reported code, c13. H3, h6) the computer, product ID: 9735786, lot number: 2450g01184, returned to the manufacturer for analysis on 2025-05-09. The issue was unable to be duplicated. The computer passed all burn-in testing, although the 3.5 millimeter (mm) sound jacks failed for no output devices detected. Previously reported codes, b01, d02, are applicable as well as newly reported codes, c13 and c04. H3, h6) the ssd was returned for analysis on 2025-05-12, product ID: 9736411r, lot number: s6psnu0x102741x. In summary, no faults were found. The licensed applications were found installed in the system and functioned normally without failure. No freezing was observed during functional tests. S.m.a.r.t data & self-test reported no errors on the drive. The wi-fi was found disabled. The search button was greyed out and reported ¿checking network connection. Search is temporarily disabled.¿ the search button came back on after about 2 and a half minutes and reported ¿no network connection detected. Search may not work correctly.¿ the search functioned normally using a thumb drive with a known good exam. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. H3, h6) the uninterruptible power supply (ups) was returned for analysis on 2025-05-12, product ID: 9735787, lot number: 24300046. In summary, no faults were found. The ups was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. H3, h6) software data was returned and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The logs were reviewed, and six application sessions were captured on the date of the issue. The first session showed a smooth transition up to the images task. However, the system logs from the same date indicated a hard shutdown. In the subsequent four sessions, an error was recorded as "problem with handling gpu data" while the user was in the images task. During this time, the system logs showed a gpu crash, causing the system to become unresponsive. After restarting, the logs also recorded "no nvidia graphics adapter found," which led to "no video detected" messages being displayed to the user. The reported event results from a software malfunction. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that no freezing was reported after replacement of the computer and solid state drive (ssd).